Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that during a test run after the water was changed in the heater-cooler system 3t, an error code associated to the patient pump was displayed. It was confirmed that no water was flowing on the patient side circuit. The power was turned off and then turned on again a few minutes later, but the same event occurred. Then, the water was changed again, but the error code did not disappear. There was no patient involvement.

Manufacturer narrative:
H.10: the device was tested by an external contractor and an error code associated to patient pump was confirmed to be displayed on the device. There were water blowout marks on the patient circuit bridge and corrosion of motor boards. The patient bridge and the distribution board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
Based on collected information, it cannot be ruled out that the most likely root cause of the reported event can be traced back to defective pump circuit boards then resulting in damages to distribution board. Based on water marks found on the bridge and traces of corrosion on circuit boards, it cannot be ruled out that the customer inadvertently overfilled the device leading water to overflow on pumps and ultimately damaging the electronics leading to the reported issue.